Manufacturer narrative:
(B)(4).

Event description:
It was reported later that patient experienced a loss or change of therapy. The patient was not getting symptom control 50% or better and leakage which were reported as sudden. The patient stated that her symptoms are not much different than before the implantable neurostimulator (ins) was put in. The patient stated she doesn't necessarily feel the stimulation but she feels like it turns itself off because she has leaking episodes. The patient noted that her stimulation was turning on/off and she has verified with the patient programmer (pp). However, during the course of the call the patient stated she doesn't feel the stimulation turning on/off, she just has episodes of leaking. It was noted that patient was currently on program 2 at 3.3 v but doesn't have access to programs because she hasn't met with physician since getting the new programmer. The patient also mentioned she was satisfied with her current program.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v866638, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that patient had a damaged programmer and was going to get a new programmer but never has and she has been trying to get a hold of him for 3 months. The patient also mentioned something about only having one program or one lead and should have 4. The patient was had poor communication and would not do telemetry with or without antenna. It was unclear what patient meant by the symptom was soaking ringing wet. It was indicated that patient met with manufacturer who set it up with another code (program) that did not work. It was noted that the neurostimulator still had charge and that was what was said to him but it worked for a couple of days then it stopped. The patient could not feel stimulation the inside. The patient stated when she did feel it, get it, it holds the urine up. It was noted that the last time it helped was when it was operating properly. The patient thought it had been turning off for about a year ((B)(6) 2014) because she has not been getting relief from it. The patient then said when they put it in, it was on, then went up to a peak then it turned off she started to leak again at night time and was almost flooding, when she got up could not feel stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the consumer reported seeing the healthcare provider (hcp) who reportedly wanted to order another ins as the patients "stopped working." The patient's lack of effect had not resolved as the patient still leaked which was making [the patient] nuts".